Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. It was also reported the patient has not charged his ipg since (B)(6) 3013. The patient is without stimulation. Surgical intervention is pending to address the reported issue.